Event description:
A customer contacted beckman coulter regarding wrong glucose (glu) results from multiple pt samples that were generated by the synchron lx20 instrument. The customer indicated that a physician called to question a low glu result that did not match the point-of-care result. The lab rerun the sample and the repeated glu result did not match the original result. The lab then conducted a mini precision study and obtained very erratic results. The lab retested about 50 glu samples from that day and corrected the glu results for about 26 samples. No known consequences to any of the pts were reported.

Manufacturer narrative:
Investigation summary (post event): on the event day qc was performed in the morning twice and both runs were within specifications. The glu issue started around noon and customer obtained one suppressed result with initial rate low. The customer then switched to using a different instrument for glu testing. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered the stirrer motor for the glu module was making an unusual noise. The fse replaced the stirrer motor. The instrument is now performing within specifications. Failure of the glu module stirrer motor is suspected to have contributed to this event. A malfunction will be assumed for the purpose of this report.